Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was very flexible and it used multiple hinges along the lumen and was quite manipulable to use the flow. It was not repaired and there was no leak. There was no luer adapter issue and the insertion site was not treated prior to product placement. There were no patient symptoms or complications associated with the event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and it did not lead to or extend patient hospitalization. There was no patient injury.